Event description:
It was reported that pump insulin gauge displayed amount different than expected and that customer experienced repeated minimum fill alerts and occlusion alarms with multiple cartridges and infusion sets, leading to concern about pump reliability before upcoming travel. There was no reported impact to the customer¿s blood glucose level. Customer reloaded cartridge and resumed insulin delivery, received education on keeping at least 100 units in cartridge for site changes, was informed they would receive replacement pump with updated software, and was instructed to place current pump in storage mode and return it while attempting to continue on current pump or revert to backup plan until replacement arrived.